Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. Based on the information provided, a conclusive cause for the reported material rupture could not be determined. It may be possible that the material rupture occurred due to interaction with lesion calcification or interaction with associated devices; however, without having the device to examine, a conclusive cause could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified vessel. Reportedly, at the time of inflating the balloon of a 7.0 x 40mm armada 35 balloon catheter, it leaked and did not inflate completely. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information can be provided.